Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 15-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 550 ml, flow rate: 6 ml/hr, procedure: rotator cuff repair. Cathplace: unknown. It was initially reported that by a patient that she had ringing in the ears and was worsened while using an elastomeric homepump. The patient stated that she has a history of ringing in the ears, but this morning the issue was worse. It was noted that the dial was set to 6, and her pain was a 5/10. The patient was advised to clamp the tubing and report this event to her anesthesiologist. Additional information received on (B)(6) 2017 from the patient while she was at the doctor's office stated that there was no issue with the pump she has been continuing use without issue. Her ringing in the ear increased slightly and was noticed on the night of (B)(6) 2017. She called the anesthesia office and was advised to turn down the rate of the pump, but the ringing persisted. No further information provided.

Manufacturer narrative:
The pump was received empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates. Flow accuracy testing was not able to be performed on the pump with the saf set to 6ml/hr. After 50 hours of testing the pump yielded a flow rate of 4.51 which is below specifications with a +/- 20% tolerance. The pressure pot was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The filter was also removed from the tubing. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.21psi. The saf flow rate 2ml/hr yielded a flow rate of 2.06ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.05ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.88ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 14.04ml/hr which is within specifications with a +/- 20% tolerance. The evaluation summary concluded that a fast flow was not observed. The pump infused at all rates. Flow accuracy testing on the pump filled to nominal volume with the saf set to 6ml/hr yielded a flow rate of 4.51 psi. This rate is below specifications with a +/- 20% tolerance and is most likely attributed to the bladder being filled more than once causing a loss in the elasticity of the bladder. Pressure pot testing was performed on the saf and all rates met specification with a +/- 20% tolerance using the average bladder pressure 9.75 psi. A (B)(6) female patient reported that the symptom of ringing in the ears was worse while using the pump. According to the patient, there is no issue with the pump while she was using it and it worked. It seems that the product functioned as indented. Therefore, the product was used in accordance with instructions and the user/facility condition did not contribute to this incident. Also the user experience is not relevant to this incident. This onq pump was filled with 550 ml 0.25% bupivacaine for pain management after patient's rotator cuff repair surgery. Based on the package insert of bupivacaine, tinnitus is one of the common listed central nerve system side effects. Although the pump was used as directed, the drug was possibly a contributor to this incident. All information reasonably known as of 20-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).